Event description:
Customer reports lancet protrudes beyond the end cap of the softclix plus device after firing and does not retract. No accidental needle stick reported. No death or serious injury reported. Requested return of suspect device and replacement was sent.